Event description:
Surgical procedure to place greenfield vena cava filter. As device was being inserted into the vena cava, the filter ejected prematurely and lodged in the vena cava. Attempts at removal were unsuccessful. In the process, the vena cava was knicked and blood loss occurred, necessitating a transfusion. The decision was made to leave the filter in and insert a second one at the site originally intended. This was accomplished. The patoient was observed post operatively and has had no problems.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.